Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2932, and no non-conformances were identified. Investigation summary: it was reported breakage suture. One photo of product code vcp357h, lot pg2932 was provided for analysis. Upon visual inspection of the picture, one suture through tissue was observed; however it could not be observed if the suture was broken, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the suture broke when sewing. Changed to another device to complete the surgery. There were no adverse patient consequences reported.